Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 8/9/2018 resulted in defect found; returned test strips produce high readings and the event was determined to be reportable. R&d final root cause: most likely underlying root cause of high readings are due to improper storage: vial left open for an extended period of time and returned vial cap was broken off and missing. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 140, 125, 215, 269 and 323 mg/dl. Customer did not know if the results were fasting or non-fasting. Customer did not know his expected blood glucose test result range. During the call on (B)(6) 2018, the customer felt well and did not report any symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Blood test performed non-fasting during call on (B)(6) 2018 produced result of 318 mg/dl using truemetrix meter. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/27/2019 and open vial date is one month. During the call on (B)(6) 2018, the customer mixed the test strips with another brand of strips. Adverse event not reported at time of call on (B)(6) 2018.